Event description:
New information received notes that the patient did not have any complications and was in a stable condition.

Event description:
It was reported that the patient presented at the hospital due to infection. The patient's implantable cardioverter defibrillator (ICD) system; ICD, right ventricular and right atrial leads were explanted. The patient status is unknown.

Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.